Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the bottom of the pump is loose. The customer's blood glucose reading was 455 mg/dl at the time of incident and customer treated with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with detached end cap. We were unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. The insulin pump passed the operating currents measurement, self-test and error test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.